Event description:
Patient presented with non union of right proximal femur fracture status post dhs implant system. Surgeon removed the implanted hardware of one plate, one compression screw, lag screw and four cortex screws from the patient and revised to an angled blade plate. This report is #1 of 7

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Part number 281.540s made on work order (B)(4) and lot number 6888312 had no ncrs. Material lot 6701774 from which these parts were made had no ncrs and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.